Manufacturer narrative:
Follow up report of 3011683976-2024-0012.

Manufacturer narrative:
Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Root cause has been determined as incorrect composition of the positive control cells component with fetalscreen ii lot v273985 and failure in qc release testing. No clinical consequences have been reported, as qc fails and customers did not tested patient samples. Alba biosicence reference number of this file is (B)(4).

Event description:
Customer reports identification of a trend on qc failure of the positive control with fetalscreen ii kit, product code z488, lot v273985, expiry 06aug24. 95 complaints have been reported.